Event description:
The customer reported that she was hospitalized for blood glucose levels as high as 1000 mg/dl. The customer stated that she has had erratic blood glucose levels ever since she fell a few months back. He customer stated that the hospital lost the insulin pump, and they have been unable to locate it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.